Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Manufacturer narrative:
The event investigation is in progress. No product has been returned.

Event description:
It was reported that the steel cable of the tip had broken. This instrument was reported as being quarantined for the issue of the wire breaking and detaching making it difficult to remove through the trocar.